Manufacturer narrative:
External insulation abrasion was noted at 11.8 ¿ 11.9 cm, 12.8 ¿ 13.1 cm and 22.7 ¿ 23.2 cm from the connector pin, consistent with lead friction to the device can. All etfe cable coating was intact.

Event description:
This report is to advise of an event observed during analysis.